Event description:
The physician achieved arteriotomy closure with the closer s device following an intervention procedure. Upon attempted retraction of the gated knot positioner/suture trimmer after cutting the suture, the device snagged on subcutaneous tissue. Repeated endeavors to initially free the suture trimmer were unsuccessful, but a subsequent effort allowed the device to come free. The operator noted that the distal black tip of the suture trimmer was missing and presumably left in the subcutaneous tissue. The physician administered antibiotics prophylactically and upon consultation with a vascular surgeon, decided to pursue no retrieval action and to monitor the situation with the pt over the next few weeks and months as necessary. No further injury to the pt has been reported since the incident.